Event description:
Boston scientific received information that this patent had an infected system and the device was eroded half way out of the pocket. Therefore, a revision procedure was performed and the device and associated dextrus leads were explanted. The device is being utilized as an external pacemaker for this pacemaker dependent patient. No adverse patient effects were reported.

Manufacturer narrative:
Analysis of this product is not required due to the nature of the clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.